Event description:
It was reported to medtronic neurosurgery that the drainage bag connection broke on a becker ii edms. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing as there was a break in the drainage bag connection. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system. A review of the manufacturing records showed no anomalies. (B)(4).